Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with cracked top case corners; tamper seals was intact. There was evidence of the error or reported problem in the event history log. The reported problem was duplicated (found travel course error - check clutch/plunger lever at start of occlusion test). The investigation found that the position pot cable was completely disconnected from the main board which caused the reported issue. Unable to determine how it became disconnected. For corrective action, securely plugged the position pot cable into the main board, which corrected the issue. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited travel reverse error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.